Event description:
The user facility reported that when an operator was inside the chamber removing an item that had fallen, the washer doors closed. The employee did not know how to use the emergency cables to exit the washer and tapped on the glass of the washer window. A hospital employee responded and opened the washer door, allowing the operator to exit. No injuries were reported.

Manufacturer narrative:
A steris service technician thoroughly inspected the washer and found all operations were functioning properly; no issues were noted. The technician was only able to command the washer doors to close by pressing the 'door close' button on the washer touchpad, which is the intended function of this button. The employee subject of the reported event was not familiar with the operation of the safety features of this device and did not follow the proper procedure for exiting the cart washer. The equipment operator manual states (pp. 3-11): "to open doors from inside wash chamber, pull emergency stop cable. Washer operation automatically stops. Then, push firmly between door panels using shoulder and upper arm, exerting force with upper body. Do not push between the doors, but between door panels where indicated by arrows." In-service training was completed (B)(4) 2012 which included how to use the washer safety features. In order for a processing cycle to initiate the operator must: press 'door close', press 'cycle menu' on the touch pad, press 'select cycle' to select a cycle from displayed menu, when desired cycle is selected (cycle name is blinking on display screen), press 'cycle/start'. The cycle then begins after a safety delay of 15 seconds. The reliance 130 cart washer is designed with a series of features that prevent the alleged event from occurring. All safety features were verified as operating properly by our technician: photoelectric sensors detect obstructions when doors are closing. The washer doors automatically depressurize and stop if any obstruction is detected by the sensor. An audible alarm also sounds for three seconds prior to the doors opening, if an object/person is in front of the washer doors. A safety delay of 15 seconds during which an audible alarm signal warns the operator to leave the washer chamber before a cycle starts. A microswitch which prevents a cycle from starting if doors are not fully closed and also stops washer operation if doors are opened during a cycle. A hardwire switch that ensures that the circulation pump cannot start if the door is opened. This feature is in addition to the safety door switch and does not utilize the washer control system for its operation. An interior light flashes once prior to the start of a cycle; the washer then waits for a programmed period (safety delay) of time before initializing the cycle. Lock/unlock key switch is present which must be in the unlock position in order for the washer to operate. When the switch is in the lock position, the operator cannot start a cycle. Lastly, the equipment operator manual preventive maintenance guidelines require regular maintenance at specified intervals to verify the washer safety features are operating properly. The device is also designed in a manner such that if the 'door close' button were to be pressed before the operator had fully exited the washer, the following safety features are present: four emergency exits are located within the wash chamber equipped with safety door stickers to indicate where to push when exiting. Emergency stop cables are located on each side of the interior wash chamber which instantly stop washer operation when pulled. Two external emergency stop buttons are located under the exterior control panels which automatically stop the operation of the washer when pulled by de-pressurizing all washer supply valves. Each of these safety features was verified as operating properly by our technician. The washer has remained in use and no further issues have been reported with the equipment.

Manufacturer narrative:
To ensure users are properly operating the device, steris will install a door close confirmation button and door open delay on the 130 and 130l cart washer/disinfector (subject of steris initiated voluntary field correction, #9680353-6/28/2012-002-c).